Manufacturer narrative:
Device evaluation: two used samples were returned for evaluation. The returned devices were examined; this showed at least one of the filter joins had signs of delamination. The device was given functional testing and found to function as expected. The reported issue of leakage could not be confirmed. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. .

Event description:
Information received cadd® extension sets cadd® microbore extension set with male luer, 0.2-micron air-eliminating filter leaked antibiotics. Incident occurred while in patient usage of infusion. The leakage was reported to occur at the filter site while hooked up to the PICC line. There were no adverse events reported.